Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported that int ra-operatively, the fiducials were placed behind the ears and in a "m-pattern" along the forehead. The site was unable to get past initialization. The site used a different navigation system and were able to register. The procedure was completed using the different navigation system. There was no reported impact to patient outcome. There was a twenty-minute delay to the procedure due to this issue. A manufacturer representative reported that the scan the resident selected for registration was from approximately three months ago and not the scan taken the morning of the procedure which caused the registration to fail. The surgeon did not select the proper scan for this procedure. Technical services (ts) noted that since the scan was taken more than three months ago, the fiducial placement would have been significantly different than how the site had it placed on the patient for the case.